Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, false bradycardia episodes were observed. The false bradycardia episodes were a result of device undersensing. The device was updated and the patient was stable throughout.